Manufacturer narrative:
Device evaluation of electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor was returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the patient's passing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received one non-lifevest defibrillation. Prior to passing, the patient's rhythm was an idioventricular rhythm at 20 bpm. The rhythm then degrades to vt from 140 bpm-180 bpm with varying amplitudes. The rhythm then slows to slowing to vt at 150 bpm. At 19:27:31, the patient received the non-lifevest defibrillation: rhythm at time of treatment was vt at 100 bpm degrading to asystole one second before the defibrillation was delivered. Post was obscured by CPR/motion artifact. The patient was in vt for approximately 7 minutes 4 seconds before receiving the non-lifevest defibrillation. Varying amplitudes and hr at or below the threshold prevented the lifevest from treating the patient during this time. The rhythm then transitioned to vt at 150 bpm slowing to an idioventricular rhythm at 90 bpm with varying amplitudes and motion artifact. The rhythm then transitioned to sinus tachycardia from 100-80 bpm with pvc's, nsvt, and motion artifact. The rhythm then transitioned to an idioventricular rhythm from 60-70 bpm. The lifevest detected asystole from 20:12:16 to 20:16:35. The patient's ECG shows that the rhythm was an idioventricular rhythm at 10 bpm with pvc's. The rhythm then transitioned to an idioventricular rhythm from 60-10 bpm with frequent pvc's. Per the patient's continuous ECG recordings, the patient was last seen in an idioventricular rhythm at 40 bpm at the time of the device shutdown at 20:16:55.